Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the user was having issues with controlling the patient's temperature in an arctic sun device, patient temperature got too warm. Per additional information updated from ttm on 25feb2025, biomed needs to troubleshoot device that allowed patient temperature to get too high. They had no specific details about the case. Recommended to obtain a blank usb to pull the patient data file.

Event description:
It was reported that the biomed stated the user was having issues with controlling the patient's temperature in an arctic sun device, patient temperature got too warm. Per additional information updated from ttm on 25feb2025, biomed needs to troubleshoot device that allowed patient temperature to get too high. They had no specific details about the case. Recommended to obtain a blank usb to pull the patient data file. Per follow up information received via phone on 03apr2025, per wo: biomed sent the csv file and shows the device was cooling but the patient temperature was going up, recommended they call the helpline if it happens again since it looks patient related, device passed a functional check.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Device responded appropriately. The arctic sun device's data file was reviewed. The data indicates a steady trend at the initiation of therapy. From therapy start the device is attempting to reach a patient target temperature of 37c. The device stabilized at 14:59 on (B)(6) 2025 where patient temperature was 37.02c and target temperature at 37c. The device also maintained the flow rate above >1.7lpm throughout the entirety of therapy. T1, t2, and t3 remained constant. No issues were found with the circulation pump or mixing pump. No alarms or alerts displayed throughout the continuation of therapy. No issues were found from the evaluation of the case data file. Device continued to respond appropriately until therapy ended. No repairs were completed as the device responded appropriately. Per tech support, device passed a functional check. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. No additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.